Event description:
Revision surgery - due to infection.

Manufacturer narrative:
The reason for this revision surgery was due to infection reported. The previous surgery and the surgery detailed in this event occurred 8 days apart. This evaluation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was the source or had a direct connection with the patient's infection. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was a nonconformance associated with the main part #342-10-710, empowr 3d kneetm ins, 10r 10mm, ve, which documents that out of 10 parts lot, 1 part was rejected and scrapped during verification. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. There are multiple factors that may contribute to an infection that are outside the control of djo surgical.